Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2021, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) 200 mcg/ml via an implantable pump. It was reported that during the implant procedure the physician  had good csf (cerebral spinal fluid) flow with needle entry and after pulling the stylet from the catheter. The physician was getting ready to deploy the anchor and the csf flow stopped. No known environmental, external or patient factors that may have led or contr buted to the issue. The physician attempted different angles and tried pulling the catheter back and re-inserting and this did not change the catheter flow. The actions and interventions taken to resolve the issue was the physician asked for a new anchor and was able to place and deploy with no interruption of csf flow. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.